Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 140 - 160 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer¿s current blood glucose was 130 mg/dl. Customer declined troubleshooting for low blood glucose level. The customer stated that insulin delivery was suspended due to sensor glucose values and sensor glucose value that triggered the suspend event was unknown and threshold or low suspend limit in sensor settings was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.